Event description:
The customer reported via phone call that they received a button error alarm. Customer stated they have changed out their battery, but the alarm persisted. The customer's blood glucose was over 200 mg/dl. The customer could not recall any significant events leading to the alarm. Customer reported possible moisture exposure to their insulin pump. The customer also reported their blood glucose declining to 51 mg/dl because they over-treated their blood glucose with insulin. Customer treated their blood glucose with juice. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The device passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. The device had broken reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratches on the lcd window, scratches on the reservoir tube window, and missing end cap sticker.